Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer is concerned about a potential false positive sample generated on the alinity m sars-cov-2 assay, which when repeated on alinity m and other platforms generated a negative result. Sample was tested (B)(6) 2020, using the alinity m sars-cov-2 assay and generated a very late positive result call. The same sample was repeated later in the day on the alinity m generating a not detected result. Both tests were done from a primary tube. Sample was also repeated on genexpert, ausdiagnostics and an in-house assay and was not detected on all platforms. Molecular application specialist analysed the results logs. Sample when originally tested and called positive looked like a true curve. Signal passed all the acceptance criteria, and quality controls were valid. There is nothing in the result logs to suggest why sample was called positive but on repeat and on other platforms was negative. The results reported outside of the lab was not detected based on the result from the other three platforms and the repeat result on the alinity m. There was no report of impact to patient management as a result of the questioned result. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The investigation is summarized as follows: customer data review: the customer file was reviewed. Additionally, an excel spreadsheet was reviewed which contained the same information as that in the customer file. The alinity m run on (B)(6) 2020 was valid, met assay specification requirements, and no message codes or flags were displayed for the positive or negative control. The internal control was valid for the sample on the alinity m run. There is no indication that this lot is performing outside of established design performance specifications. Quality data review: the device history records review for this lot and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for the lot. The CAPA review for this lot and its components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for this lot of alinity m sars-cov-2 assay identified one additional related complaint ticket, which was independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 was not identified.